Event description:
Patient has a loose tibial component and has been developing some varus valgus laxity and is affecting his quality of life. On (B)(6) 2017 the investigation determined that the siw distal femur shaft and stem are still in situ. Only howmedica devices were replaced.

Manufacturer narrative:
An event regarding poly wear involving a kinemax tibial sleeve was reported. The event was confirmed through x-ray review. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: review of the provided x-rays and medical records indicates: the high load condition after a long segmental resection of the femur after malignant bone tumour removal has caused an end-of-normal service life condition of the polyethylene bearing sleeve after 20-years of adequate clinical performance due to normal ¿wear and tear¿ of the implanted first generation polyethylene and requiring revision. -device history review: a review of the device history records could not be performed as lot code information was not provided. -complaint history review: complaint history review could not be performed as lot code information was not provided. Conclusions: a review of the provided medical records and x-rays by a clinical consultant indicated: the high load condition after a long segmental resection of the femur after malignant bone tumour removal has caused an end-of-normal service life condition of the polyethylene bearing sleeve after 20-years of adequate clinical performance due to normal ¿wear and tear¿ of the implanted first generation polyethylene and requiring revision. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient has a loose tibial component and has been developing some varus valgus laxity and is affecting his quality of life. On (B)(6) 2017 the investigation determined that the siw distal femur shaft and stem are still in situ. Only howmedica devices were replaced.